Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The american orthopaedic foot and ankle society (international) (2014) published; "interposition bone block arthrodesis for revision hallux metatarsophalangeal joint surgery: a case series." The aim of the study is to review the clinical, radiological, and functional outcomes in these patients. A retrospective review was conducted of all cases of interposition bone block arthrodesis (ibba) performed by the senior author over a 10-year period from 2001 to 2011. Twenty-four patients (25 feet) were operated on in total; 18 patients were female and 6 were male, with a mean age of 52.1 (range, 34-69) years. On 7 patients the hallu-fix plate was used. Complication: a (B)(6) y/o female patient required plate removal due to symptomatic hardware. The primary surgery was a first mtp arthroplasty on the left side. This patient was a smoker with no medical comorbidities. The graft size was 12mm.

Manufacturer narrative:
Integra has completed their internal investigation. As products were not returned, no failure analysis was performed. As no product ID and no manufacturing lot number was provided to, no DHR, design specification or design change record will be performed. As DHR review and failure analysis could not be performed, root cause cannot be determined. A review of the current ¿instruction for use nd 01031 (non-sterile) and nd 01831(sterile)¿ was performed. We can see in paragraph ¿precautions for use", that ¿pain, discomfort, or abnormal sensations due to presence of the implant¿ are mentioned as frequent adverse events that could lead into re-operation, revision or removal surgery, arthrodesis of the involved joint, and /or amputation of the limb. In conclusion: frequent adverse events are mentioned in IFU.